Event description:
On the alaris channel a there was a spontaneous error message. The biomed replaced the membrane, but was unable to duplicate error. Performed calibration and pm, all tests passed with no errors. The pump was returned to service.